Event description:
It was reported that the device was used during an open colectomy. The surgeon did not feel a lot of resistance and the staples did not form, they sat on the top of the cartridge. The case was completed with another instrument and there was no consequence to the pt.